Event description:
Ptca 5.0x12mm at 20 atm balloon was used for expanding the stent but then it would not deflate. Tried pulling it back through superior femoral artery into tip of 6fr sheath but distal 33% remained inflated and wouldn't fit in sheath. Had to remove sheath and balloon all together.what was the original intended procedure?angioplasty and stent placement in the tibial-peroneal-trunk of left leg.